Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent bkp surgery at l3 level for treating vertebral compression fracture. During creating a cavity, a balloon was ruptured when balloon pressure was about 120 psi and volume of contrast media was about 2.5 cc. Immediate after the rupture, contrast media was cleaned and aspiration. Cement was placed as usual and the surgery was completed. No patient complications were reported.